Event description:
During the angioplasty of a lesion located in the subclavian vein, this balloon ruptured at 4 atmospheres. The age and gender of the patient is unknown. The vessel was calcified. The rate of stenosis is unknown. There is no information as to if the physician had any difficulty accessing the lesion with a guidewire. The product was properly inspected and prepped, prior to use. The information states that the balloon ruptured in a valve in the subclavian vein when inflated. The balloon was carefully removed from the patient, and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.